Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the fan not working could not be identified, nor could the phenomenon be confirmed/reproduced. Also, a definitive root cause of the faulty turret assembly/unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the fan on his olympus evis exera iii xenon light source was experiencing a turret error. According to the initial reporter, this event occurred between cases and had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A turret error e200 was occurring due to a faulty turret assembly. Additionally, the scope socket mechanism was found worn-out and not protecting the scope socket pins. No lamp heat sinks came with the unit ¿ evaluators recommend those be re-installed on the device. No lamp was received with the subject device ¿ evaluators recommend a new olympus-lamp be installed. If additional information becomes available following the device evaluation, a supplemental report will be filed.